Event description:
A customer observed patient sample results associated with the wrong patient demographics on the 5,1 fs analyzer. Mis-association or patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.